Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. The date of event is unknown. The date entered is based on the customer's report of "mid june". If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported sensor detachment due to high heat. As a result, customer reported experiencing symptoms described as "behavior and memory disorders, amnesia," a loss of consciousness and reported being able to self-treat. The customer received third-party intervention by wife who provided a glucagon injection and coca cola. No further information provided. There was no report of death or permanent impairment associated with this event.